Event description:
A pt reported experiencing inaccurate erratic results with a surestep meter. The pt's blood glucose results were 200 and 92mg/dl. Tests were done within 10 mins. "Control test was within range." Pt did not experience any adverse events. No further info has been reported.